Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis (fa) found the primary failure of the broken conductor wire to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have the conductor wire broken at the proximal end (in the housing). The conductor wire was broken inside of the water fall pulley. As a result, the fenestrated bipolar forceps instrument failed an electrical continuity test. The root cause of this failure is attributed to manufacturing. No image or video of the procedure was provided for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/lot number k10211122 0691) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 6 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps would not coagulate even after changing the bipolar cords. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.